Event description:
This is filed to report the single leaflet device attachment (slda).it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Patient anatomy included a bi-leaflet prolapse and annular calcification on the anterior 1/posterior 1 scallop. Visualization was difficult due to the calcification. Two clips were implanted and the decision was made to implant a third clip to further reduce the mr. The third clip was implanted near the second clip. After deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet. An anterior leaflet laceration was noted. The physician attempted to implant an additional fourth clip to stabilize the detached third clip. No difficulty was noted during grasping with the fourth clip; however, visualization, due to the calcification, made it difficult to evaluate the leaflet insertion; therefore, the clip was not implanted. The mr was reduced from grade 4+ to grade 2-3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, a cause of the reported incomplete coaptation/single leaflet device attachment (slda) appears to be due to tissue injury. The reported tissue injury appears to be related to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.